Event description:
It was reported that the spinal cord stimulation (scs) patient stopped breathing after the stimulation was turned on and the patient went blue. Medical care was provided to the patient and the patient was admitted to the hospital. The patient underwent an explant procedure where the implantable pulse generator (ipg) was removed. The patient was doing well post-operatively. The explanted ipg was not returned to bsc.